Event description:
It was reported that the right ventricular and atrial leads exhibited high impedance, and the right ventricular lead also exhibited high capture threshold. No intervention has been performed yet. No patient symptom was reported and the patient would continue to be monitored.